Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and presented in the clinic. Upon interrogation, noise was noted on the right atrial lead. The lead was found to be fractured and was capped and replaced on (B)(6) 2016. The patient was doing fine post procedure.